Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing (pptwos) due to fusion were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was then reprogrammed to resolve the event. The patient is stable.